Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected in the middle of the balloon. The tactile inspection did not report any other abnormalities on the device. A 0.018¿ guide wire was advanced through the device length, from the tip to the hub,no resistant was encountered during this procedure. During the analysis, negative pressure was applied with a manometric syringe in the device: the test passed because no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon kept showing wrinkles in the middle of the balloon. - 2 bar: the balloon kept showing wrinkles in the middle of the balloon (even if they are now hardly detectable) - 7 bar (nominal): at this pressure the balloon does not show any issues. - 14 bar (rbp): at this pressure the balloon does not show any issues. Then the balloon was deflated and no issues were reported. Method: visual inspection. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. (B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in a patient. No abnormality was noted during preparation and inspection of the device prior to use. During use, it was noted that the balloon was twisted and impossible to inflate. Normal inflation pressure was applied to the device. No clinical sequelae or patient injury reported for this event. No further treatment was required. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions